Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter to perforate the inferior vena cava (ivc) wall. The patient reported becoming aware of perforation of filter strut(s) into organs approximately eight years and one month post implant. The patient also reported migraine headaches, depression, panic attacks, stress and body aches related to the filter. According to the medical records the patient history was noted for moderate obesity, hypertension, dyslipidemia, hypothyroidism, chronic asthma, osteoarthritis, fibromyalgia, chronic fatigue with depression, multiple pulmonary embolism (pe), deep vein thrombosis (dvt) with difficult anticoagulation, chronic recurrent headaches/migraines (at least fifteen years), recurrent myoclonic jerking, diastasis recti and obstructive sleep apnea. The patient presented to the emergency room and was diagnosed with bilateral pulmonary embolism and transferred to a second facility. The patient was diagnosed with pe and dvt. Four days later the filter was implanted via right side femoral vein access and deployed at the l3-l4 level, above the confluence of the iliac veins and below the renal veins. Completion cavogram revealed appropriate position of the struts. Two days later the patient was evaluated for chronic recurrent headaches/migraines which presented with nausea, photophobia and phonophobia. It was noted that the medication used to alleviate the headaches caused memory and speech problems. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported event could not be confirmed or further clarified. Anxiety, panic attacks, depression, all symptoms of inner turmoil, do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of moderate obesity, hypertension, dyslipidemia, hypothyroidism, chronic asthma, osteoarthritis, fibromyalgia, chronic fatigue with depression, multiple pulmonary embolism (pe), deep vein thrombosis (dvt) with difficult anticoagulation, chronic recurrent headaches/migraines (at least fifteen years), recurrent myoclonic jerking, diastasis recti and obstructive sleep apnea. The patient present to the emergency room and was diagnosed with bilateral pulmonary embolism. The patient was transferred to a second facility. The patient was diagnosed with pe and dvt. Four days later the filter was implanted via right side femoral vein access. A venacavogram measured the inferior vena cava (ivc) at 14 mm. The filter was deployed at the l3-l4 level. It was placed above the confluence of the iliac veins and below the renal veins. Completion cavogram revealed appropriate position of the struts. Two days later the patient was evaluated for chronic recurrent headaches/migraines which presented with nausea, photophobia and phonophobia. It was noted that the medication used to alleviate the headaches caused memory and speech problems. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) into organs. The patient became aware of the reported events approximately eight years and one months after the index procedure. The patient also experienced migraine headaches, depression, panic attacks, stress and body aches.

Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, specific evidence that the filter perforates the inferior vena cava (ivc) wall. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿inferior vena cava perforation¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, possible long-term complications associated with filter implantation include, but are not limited to filter perforation of the vena cava wall. Additionally, the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without images available for review the reported perforation could not be confirmed or further clarified. Since no lot number was provided a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to specific evidence that the filter perforates the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient has suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.